Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was able to decrease stimulation but was unable to increase her stimulation. Patient stated she did not knowingly turn her stimulation off. Patient confirmed during the call that stimulation was off. Patient services provided instruction how to turn stimulation on and adjust parameters. Patient services reviewed programming information, including that only the active program can be increased and stimulation needs to be turned on. Patient confirmed she was able to increase stimulation. Additional information received on (B)(6) 2019 from the patient stated that they had some more bladder leakage than normal. At that point they had to increase stimulation but could not use the + up control. Did not realize the on button was off. There were no further complications reported at this time.